Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they received a motor error alarm and the insulin pump would not turn on. The customer's blood glucose was unknown at the time of incident. The customer's spouse stated that they were able to rewind the insulin pump. The customer's spouse stated that they were unable to check for the alarms due to insulin pump would not turn on. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. No motor error or low battery alarms were noted. The motor passed the motor test. The pump had minor scratches on the display window and a cracked reservoir tube lip.